Manufacturer narrative:
(B)(4). The receiving physician regarding the incident, he stated there did not appear to be any issues pushing meds. Ems crew did not report any difficulty with flush or administration of medications either. The ez-io was inserted by the 1st ems team who transported the patient from home to delnor. The patient was treated at delnor then transported by the 2nd ems team to cdh. When the patient arrived at cdh, the io site appeared to be infiltrated (leg was swollen) and was not functioning.

Event description:
Reported issue: from the risk management department at (B)(6) hospital. (B)(6) ems was called to a patient's home for possible stroke. Ems inserted an ez-io into the patient's proximal tibia. The patient went to (B)(6) hospital but then was transferred to (B)(6) hospital. At (B)(6) the nursing staff tried to remove the io and found the needle was bent. Patient went to ir / or and needle could not be removed. Patient still has needle in bone but is stable.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: from the risk management department at central dupage hospital. Batavia ems was called to a patient's home for possible stroke. Ems inserted an ez-io into the patient's proximal tibia. The patient went to (B)(6) hospital but then was transferred to (B)(6) hospital. At (B)(6) the nursing staff tried to remove the io and found the needle was bent. Patient went to ir/or and needle could not be removed. Patient still has needle in bone but is stable.

Event description:
Reported issue: from the risk management department at (B)(6) hospital. (B)(6) ems was called to a patient's home for possible stroke. Ems inserted an ez-io into the patient's proximal tibia. The patient went to delenor hospital but then was transferred to (B)(6) hospital. At (B)(6) the nursing staff tried to remove the io and found the needle was bent. Patient went to ir/or and needle could not be removed. Patient still has needle in bone but is stable.

Manufacturer narrative:
(B)(4). The DHR file is not available for review. The certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2016. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in 05/2020 and is approximately 0.5 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.